Manufacturer narrative:
Investigation is ongoing. Follow-up report will be submitted.

Event description:
A customer contacted haemonetics on (B)(6) 2011 stating that they were notified of an alleged donor event after plasmapheresis on the (B)(4). The donor alerted the blood center in (B)(6) that after her donation on (B)(6) 2011 and (B)(6) 2011, she had pain and swelling lateral to the venipuncture site on both arms for the procedures performed. No abnormalities were noted during the procedure.